Event description:
Probe failed during testing. Shaft frosting.

Manufacturer narrative:
Actual device evaluated by simulated use testing and confirmed the reported issue. Additional evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.